Manufacturer narrative:
B5 - additional information that "the surgeon has seen his patient at the end of january (vault 1240, normal iop)". And the "dr. Plans to see the patient again and discuss replacement surgery". Lens remains implanted. Claim #(B)(4)

Manufacturer narrative:
B5 - on (B)(6) 2024 the lens was exchanged for a same model but shorter length lens. This resolved the problem. D4 - primary unique device identifier (UDI) #: (B)(4). H4 - device manufacture date: 20-aug-2023 corrected to 15-aug-2023. H6 - health effect - impact code (f): 4629. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+1.5/021, into the patients left eye (os) on (B)(6) 2023. The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4)